Event description:
On 06/05/07, the company received a report where it was claimed that the inner cannula locking mechanism broke after two days of use. Replacement tube was required. This report is associated to the second occurrence: 2936999-2007-00255.